Event description:
It was reported that the home patient (hp) experienced an iipv (increased intraperitoneal volume) issue while performing peritoneal dialysis (pd) on the homechoice (hc) cycler. A high drain 106 alarm occurred on the hc device after use. The home patient (hp?s) last drain was 3103ml. The baxter technical service representative (tsr) reviewed the therapy: initial drain (ID) 1ml, last fill (lf) 13ml, total fill (tf) 9070ml, total drain (td) 10489ml, total ultrafiltration (tuf) 1419ml, cycle 6 uf 1604ml, cycle 5 uf -155ml, cycle 4 uf -157ml, cycle 3 uf 13ml, cycle 2 uf 112ml, cycle 1 uf 2ml. The tsr initiated a swap of the device. The tsr discussed the use of continuous ambulatory peritoneal dialysis (capd) until the new machine arrives. There was patient involvement; however, there was no patient injury, medical intervention, or adverse reaction associated with the reported condition. No additional information is available.

Manufacturer narrative:
(B)(4). The homechoice was returned to the baxter product analysis laboratory (pal) for device evaluation for the reported issue of increased intra-peritoneal volume (iipv). A review of the device history log verified the reported difficulty of iipv- adult (high drain volume 106). The device passed the homechoice return instrument test/evaluation (rite) functional testing and homechoice rite electrical safety analyzer testing. A short simulated therapy was performed and completed successfully. The cover was opened and an internal inspection performed. No problems were revealed during this inspection and all connections were correct and secure. No failure or malfunction was identified that could cause or contribute to the reported difficulty. The cause was determined to be one or more cycles being advanced to the next fill when slow or no flow occurred above the minimum drain volume threshold. Should additional relevant information become available, a follow-up will be submitted.